Event description:
The patient reported that they saw a poor communication screen when patient services reviewed how to sync with the programmer on the day of the report. It was noted that they had used their antenna, and had wanted assistance with increasing their stimulation. The patient mentioned that they were not feeling stimulation, and were not getting therapeutic effect as they were having urinary problems. During the call, syncing without the antenna did not resolve the issue. Patient services redirected the patient to follow-up with their healthcare provider to check the status of the implantable neurostimulator's battery. The patient later called again, and were still not able to connect and seemed confused. The indication for use was urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.